Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial #: (B)(4), implanted: (B)(6) 2017, product type: extension. Product ID: 3708660, serial #: (B)(4), implanted: (B)(6) 2017, product type: extension. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 10-jul-2021, UDI #: (B)(4). Product ID: 3708660, serial/lot #: (B)(4), ubd: 17-feb-2021, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. The patient's battery and extensions were exposed due to skin complications, and an infection resulted from this condition. The patient's initial physician suspected possible infection after a period of time during "regular control"; however, a different physician from the same facility explanted the ins and extensions. It was noted the patient was constantly itching the wound areas, and had very bad personal care. After infection treatment, the plan was to implant a new ins and extensions. The physician observed a different kind of fluid and took a sample for further analysis, suspecting infection. The event was considered resolved at the time of this report. No further complications were reported or are anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information confirmed the devices were explanted (B)(6) 2019 and discarded.